Manufacturer narrative:
(B)(4). S/w version: 4.11c. Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage found on (B)(6) 2021. Pump received with an unresponsive keypad at the menu button (trace s7). Unable to perform the displacement test, sleep current measurement, active current measurement, and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector, pcba 1, pcba 2, and force sensor. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was not found in the history files or traces. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Replace battery now alarm was found in the history files or traces for the event date of (B)(6) 2021 at 00:04:00 and 00:06:00, as well as, power loss alarm on (B)(6) 2021 at 00:07:20 and 00:07:31. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on battery tube, broken battery tube threads, missing display window/cover, and cracked case above arrow and battery icon. Customer allegation of blank display was not confirmed. Unresponsive keypad confirmed due to moisture damage on the keypad flex connector, pcba 1, and pcba 2. Customer allegation of cosmetic damage confirmed where faded serial number label, pillowing keypad overlay, cracked case on battery tube, broken battery tube threads, missing display window/cover, and cracked case above arrow and battery icon was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the battery cap was not damaged. Customer stated that the battery compartment was cracked. Customer stated that the display did returned. No harm requiring medical intervention was reported. Customer will discontinue use of the device.